Manufacturer narrative:
(B)(4). (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during operation, while starting with cement mixing, the liquid did not get to the powder while on vacuum (vacuum had been on and done for over 15 seconds). The powder was taken out and put into a bowl, where the liquid was squeezed manually and the mixture was hand mixed in the bowl. The customer requests replacement.